Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1995, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for spinal pain. It was reported that the patient had withdrawal symptoms. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. The patient was admitted to the hospital and a dye study was done on (B)(6) 2016, however they couldn't aspirate. The patient was then scheduled for a catheter revision and the issue was not resolved. It was also noted that the patient's catheter revision was planned, but not scheduled. The patient was noted to be "alive - no injury". The event date was noted to be (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.